Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 board. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported the passport 2 monitor displayed an error message, which may have affected spo2 monitoring. No patient injury was reported.